Event description:
A customer reported discrepant results on the (B)(6) assay when testing samples from the same patient on the neo instrument.

Manufacturer narrative:
A review of the image from plate (B)(4) shows that sample (B)(6) was run in well e01 and the plasma sample (B)(6) was run in well f01. Well e01 (serum sample) looked equivocal, but was called (B)(6) by the instrument. Well f01 (plasma sample) looked equivocal, but was (B)(6) by the instrument a service call was made. Investigation revealed samples from one patient with discrepant results between plasma and blood - one resulted (B)(6), the other (B)(6), as on the border of range determination for (B)(6) test. Problem addressed by testing and evaluating camera performance in accordance with verifying camera optimization. Verifications of (B)(6) and qc assay were performed to insure proper operation with acceptable results. System was tested and is operating within specifications. Customer has not had any more problems with the (B)(6) assay.